Event description:
Due to the unsupervised nature of smile club, my pt developed worsening temporomandibular joint dysfunction. She came to me stating she cannot wear her trays anymore due to muscle spasms and jaw pain. Intervention was needed and we made her a mouth guard. In addition, she was not seen by a dentist prior to starting sdc, and when I saw her four months into her treatment, she had rampant decay. The pt refused to get treatment because then her "trays won't fit." Sdc is marketing towards millennials who want cheaper alternative and have issues with access to care. The problem with this is that the average pt does not seek the care of a dentist during the aligner therapy and ends up with worse problems than what they started with.